Event description:
A (B)(6) male pt contacted zoll customer support to report that when he powers his device on, the monitor emitted a high pitched alarm. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (system speaker hums) has been confirmed. Upon eval, there was a segmentation fault while performing the flash memory test. The cause of the problem has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.